Event description:
It was reported that, this right ventricular (rv) lead exhibited muscle noise. The right atrial (ra) lead exhibited noisy signals oversensing from muscle. A spring contact was suspected due to the impedance trend. No out of range measurements were exhibited. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).